Event description:
The customer reported, the system software will not start. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram. System operates as intended. (B) (4).